Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Event description:
Related manufacturer reference number:2017865-2023-18616. Related manufacturer reference number:2017865-2023-18620. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and vegetation. The vegetation was present in both the right ventricular lead and the atrial lead. The vegetation was visualized with transesophageal echocardiography. The physician explanted the entire system ¿ pacemaker, right ventricular lead, and atrial lead. The patient was in stable condition.